Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. Customer's blood glucose was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Insulin pump was not in manufacture mode. The power management tool confirmed power error alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at printed circuit board connector. Unit also alarmed power loss, failed battery, low battery and replace battery now due to resistance issue at printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, cracked case behind the insulin pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window.